Event description:
Info received indicates the brake hardware is broken on the head end of the bed. The brake is working on the foot end.

Manufacturer narrative:
The tech used a brake/steer upgrade kit to repair the stretcher.